Manufacturer narrative:
Cook fusion wire guide (fsw-35) investigation evaluation: our laboratory evaluation was unable to confirm the report as needle breaks and portion detaches. Upon return, the handle of the device was extended and retracted and the needle at the end of the device extended and retracted correctly. Fully extended the needle was measured to be 6 mm within specification. Visual examination of the distal end of the needle showed slight discoloration of the needle commonly seen after use but the end of the needle does not appear to be broken and no portion of the needle is missing. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the product said to be involved met it's dimensional requirements for the length of the cutting wire and the device functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use direct the user to uncoil the papillotome and carefully remove the precurved stylet wire from the distal tip of the device. The user is instructed not to extend or retract the needle knife while the device is coiled or stylet wire is in place, as this may cause damage to the device and render it inoperable. The user is also instructed that the needle knife should only be extended with the catheter in a straight position and after the stylet wire has been removed. Exercising the handle under these conditions could contribute to bending of the drive wire and/or needle extension difficulties. Needle knife breakage near the distal end can occur if the device is used with excessive cautery settings or if the needle makes contact with the tip of the endoscope. The instructions for use for this product line caution that the needle knife must fully exit the endoscope and that contact with the endoscope may cause grounding, which could result in patient or operator injury, damage to the device, or damage to the endoscope. Needle knife breakage near the distal end can also occur if the needle knife experiences limited movement of the needle knife during electrocautery application. The instructions state that it is essential to move the needle knife while applying current. Maintaining the needle knife in one position can result in breakage of the needle knife. Prior to distribution, all fusion triple lumen needle knives are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Cook fusion wire guide (fsw-35) investigation evaluation: our laboratory evaluation was unable to confirm the report as needle breaks and portion detaches. Upon return, the handle of the device was extended and retracted and the needle at the end of the device extended and retracted correctly. Fully extended the needle was measured to be 6 mm within specification. Visual examination of the distal end of the needle showed slight discoloration of the needle commonly seen after use but the end of the needle does not appear to be broken and no portion of the needle is missing. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the product said to be involved met it's dimensional requirements for the length of the cutting wire and the device functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use direct the user to uncoil the papillotome and carefully remove the precurved stylet wire from the distal tip of the device. The user is instructed not to extend or retract the needle knife while the device is coiled or stylet wire is in place, as this may cause damage to the device and render it inoperable. The user is also instructed that the needle knife should only be extended with the catheter in a straight position and after the stylet wire has been removed. Exercising the handle under these conditions could contribute to bending of the drive wire and/or needle extension difficulties. Needle knife breakage near the distal end can occur if the device is used with excessive cautery settings or if the needle makes contact with the tip of the endoscope. The instructions for use for this product line caution that the needle knife must fully exit the endoscope and that contact with the endoscope may cause grounding, which could result in patient or operator injury, damage to the device, or damage to the endoscope. Needle knife breakage near the distal end can also occur if the needle knife experiences limited movement of the needle knife during electrocautery application. The instructions state that it is essential to move the needle knife while applying current. Maintaining the needle knife in one position can result in breakage of the needle knife. Prior to distribution, all fusion triple lumen needle knives are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion triple lumen needle knife. The end of the needle broke off in the papilla. The suction function on the endoscope was used to retrieve the detached portion.